Event description:
The rptr did meter to lab comparison tests, within 10 mins of each other. Rptr's meter reading was 120, and the lab test result was 166 mg/dl. No symptoms were reported. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.